Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying an error 2 message while attempting a blood test. This error message could be caused either by a used test strip or a problem with the meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient claimed the alleged issue began on the same day she contacted lfs for assistance at approximately 11:30am. The patient reportedly manages her diabetes with novolog insulin and advised the mss that she did not take any action regarding her normal diabetes management routine in response to the alleged issue. She stated she was able to obtain a successful reading at breakfast, but could not recall the result obtained or the time the test was performed. The patient claimed approximately 10 minutes after the alleged issue began she developed symptoms of "shaking" and self treated with either food or orange juice immediately afterwards and felt better within a few minutes. The patient denied testing on another device. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The correct test strips were being used; the patient was performing the blood test correctly. However, the alleged issue was not resolved after troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.